Manufacturer narrative:
The reported product involved with this event was returned for evaluation and the reported failure of breakage was not confirmed. The returned router was evaluated by product engineering who concluded that the returned router is not broken, damage is noted on the flutes and notch caused during extraction of the router from the attachment. The attachment reported used with this router in this event instruction for use(IFU) contains the instructions on to how correctly remove the router from the attachment. The quality investigation is complete.

Event description:
It was reported that during a surgical procedure, the router broke in the attachment. It was also reported there were no delays and no adverse consequences as a result of this event. It was further reported that the procedure was completed successfully.

Manufacturer narrative:
H6; the reported event, for router breakage, was not confirmed as the router was not returned for evaluation. Without the router, the root cause cannot be determined. H3 other text : device not available for return.

Event description:
It was reported that during a surgical procedure, the router broke in the attachment. It was also reported there were no delays and no adverse consequences as a result of this event. It was further reported that the procedure was completed successfully.

Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Awaiting return of device to manufacturer.

Event description:
It was reported that during a surgical procedure, the router broke in the attachment. It was also reported there were no delays and no adverse consequences as a result of this event. It was further reported that the procedure was completed successfully.